Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, in addition to the procedure itself, patient factors increasing the risk of apical bleeding (friable apex and patient¿s gender,) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transapical tavr procedure, following valve deployment and removal of the ascendra + sheath, the apex tore as the purse string suture was tightened. Initially, the purse string sutures were placed in the apex without issue. The apical sheath was placed and the valve deployed successfully. The apex remained stable throughout the procedure. The sheath was removed with rapid pacing and while pulling tension on the purse string there was a 4cm tear in the myocardium that started inside the suture line and extended out past the suture line. Rapid pacing was used to decrease the sbp and the patient was emergently placed onto cardiopulmonary bypass (cps). Prior to full support the patient had a sbp that remained in the 20's for 3-4 min until the pump was initiated. The patient went into ventricular fibrillation and was shocked x1, pressure was brought up to the 80's and the temp pacer was repositioned. Access was extended and an extensive repair of the apex was done and blood products were given. Multiple felt patches were over sewn onto the myocardium. Cps was weaned and the patient was transferred to the unit. The following morning, the patient was awake and still intubated and following commands.